Manufacturer narrative:
Investigation summary: customer returned (7) open 4mm, 32g pen needles without the inner shield from lot # 9064750. Customer states that it was difficult to insert the needle and it looks thick. All returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1: hooked 0.0093; good. Sample 2: hooked 0.0093; good. Sample 3: good 0.0093; good. Sample 4: good 0.0093; good. Sample 5: hooked 0.0093; good. Sample 6: good 0.0093; good. Sample 7: hooked 0.0093; good. Four samples exhibited a hooked cannula point. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (dimension). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle appeared to be a different gauge with a bd pn 32g 4mm 5b xtw easyflow¿. The following information was provided by the initial reporter, translated from portuguese to english: it was observed difficulty to inset the needle "looks like the needle is 'thick' " no apparent problems and do not reuse.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle appeared to be a different gauge with a bd pn 32g 4mm 5b xtw easyflow¿. The following information was provided by the initial reporter, translated from portuguese to english: it was observed difficulty to inset the needle "looks like the needle is 'thick' " no apparent problems and do not reuse.